Event description:
It was reported that blade was discolored. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the preparation, it was noted that the blade was discolored as if the blade has rusted when taken out of the packaging. There was no significant damage found on the packaging. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon and blades region were a brown rusty discoloration. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that blade was discolored. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the preparation, it was noted that the blade was discolored as if the blade has rusted when taken out of the packaging. There was no significant damage found on the packaging. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that blade was discolored. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the preparation, it was noted that the blade was discolored as if the blade has rusted when taken out of the packaging. There was no significant damage found on the packaging. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Updated device codes to material integrity problem.